Event description:
It was reported that during an open total gastrectomy, the device had a difficulty in removing from the patient after firing for esophagojejunostomy. The doctor felt a resistance in removing. Eventually, the esophagus was slightly torn when the device was forcibly pulled out. When the donuts were checked, it was found that it was half torn and not formed as intended. Also, half tissue was remaining without cut. Therefore, it was suspected that the staples were deployed properly, but the knife could not fully cut. The washer completely cut through. After that, the esophagus was additionally cut with a another device and anastomosed again with a like device. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).